Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device exhibited a gray bar indicating battery voltage below indication for implant. There was no patient involvement.